Event description:
On two occasions, the infusion set tubing broke. Reporter indicated that on the first occasion she believed the patient broke the tubing while jumping on a trampoline. Reporter indicated that pt's blood glucose ranged from 579-599 mg/dl . Patient self-treated by administering an additional bolus.